Event description:
It was reported that the customer was hospitalized with low blood sugars. Troubleshooting indicated that the device was working properly. Suggested contacting their physician regarding other causes.